Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the change history of the device parts and confirmed that the design of the dr board was changed on april 16, 2018, because the design of the operational amplifier circuit of the dr board did not meet the specifications. However, it was unclear whether this design change would involve an event reported by the user facility. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Since this device was manufactured before the operational amplifier circuit design change of the dr board, it is possible that the endoscope image was not displayed due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) group, s.r.o. (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: when the olympus evis exera ii series endoscopes were connected, the endoscope image was not displayed due to a failure of the dr board. The dr board will be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not display an endoscopic image when old type olympus colonoscopes were connected. The user did not use the device for the intended procedure. There was no report of patient injury associated with the event.